Event description:
Manufacturer received a report from a facility that a patient passed away while using company's product. The patient was left unattended for 10 minutes and was found on their left hip with face pressed against the mattress. Preliminary testing of the unit by the facility indicates the unit was functioning properly as designed with no problem.